Event description:
It was reported the procedure was to treat a de novo lesion in the moderately calcified, mildly tortuous mid right coronary artery (rca). A 3.5x48mm xience xpedition stent was implanted however, a dissection was noted at the distal edge of the stent. A 3.5x15mm xience xpedition was implanted to treat the dissection. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience expedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.